Manufacturer narrative:
The device referenced in this report was returned to olympus for service and evaluation. In addition to the reportable malfunction mentioned, it was observed that the switch button on the device was worn. The evaluation indicated that there was no image likely due to the cable was internally damaged. The cable and switch button was recommended to be replaced. The exact cause of the cable being damage cannot be conclusively determined at this time. The legal manufacturer's investigation is ongoing, and if new information becomes available later, this report will be supplemented accordingly.

Event description:
The customer reported that the cable was bad, as in the middle of the surgeries it disconnects from the image processor and can't get it to work. No patient harm reported. During evaluation of the returned device, it was noted that the image disappeared and color bars were displayed with error code e221 (communication error). This MDR is being submitted to capture the reportable malfunction noted during the evaluation of the device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the damaged cable could not be identified. The event can be prevented by following the description in the instruction for use manual which states: ·do not coil the camera cable with a diameter of less than 20 cm. ·never excessively pull the camera cable, but straighten it gradually when it is coiled. ·never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. ·do not use excessive force when wiping the external surfaces of the camera cable. ·never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. ·never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged. Olympus will continue to monitor field performance for this device.